Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 8.1 cm. Insulation degradation was noted 7.2 to 7.4 cm from the connector pin, exposing the outer coil. Other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.